Event description:
This report addresses the issue of use error-reuse of supplies. During troubleshooting for a check lines and bags alarm on the homechoice (hc), the registered nurse (rn) stated they took the supply bag and hooked it up to the heater line. The technical service representative (tsr) explained that solution bags cannot be switched during therapy and that they needed to end therapy and get the home patient (hp) disconnected. There was no serious injury or medical intervention reported. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdrn) on (B)(6) 2012 regarding the changing out the solution bags during therapy. Ps advised that it is not recommended to switch out supplies due to a risk of contamination.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.